Event description:
The pt received his scs trial system, including a percutaneous lead, on (B)(6) 2011. It was reported that the trial lead came out of the pt's body. It was reported that the physician plans to reimplant the pt with a permanent system. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.